Event description:
It was reported to company that customer ended a spine exam without doing a portion of the reconstructions. Another patient was scanned for a head examination. Then went back and reconstructed the earlier spine exam done on the first patient in entirety after completing the head examination. The system assigned head examination patient name to spine examination recons done after the head examination. Customer was able to edit and correct the name of the exams after this was discovered.